Event description:
It was reported that the 14 mm reamer would not cut to the proper depth.

Manufacturer narrative:
Based on advisement from recall coordinator, we were instructed to file this MDR for notification purposes. The device was evaluated by the manufacturer. The cutting tip geometry was not present as specified per print.